Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death.

Event description:
Error message and error stack noted. Device will not allow programming or show current settings. Device at eri. Faxed shock counters show 62 charged events occurring 2003. This is a partial count. The sales representative will fax shock tables and iegms. This patient has not been followed since implant.